Event description:
It was reported the patient experienced headache and dizziness and was admitted to the hospital. The event was considered procedure related and due to anesthesia.

Event description:
Additional information reported the patient had nausea and liquor-hypotension syndrome also. It was unknown if it was related to the lead, extension, or procedure and was not related to the device. The event required in-patient hospitalization, an emergency room visit, and an unscheduled clinic visit. Physiotherapy was done. The event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0207624810 , implanted: (B)(6) 2013, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).